Event description:
Customer reported that a tech had cut her finger while attempting to open a new set of screening cells. The tech states she was attempting to open cell 3. The cap on cell 3 appeared to be slightly tighter than usual. The tech was not wearing gloves. When she exerted more force than usual to open the vial, the cap broke off at the neck and the glass scratched her finger. The scratch was not deep but it did bleed slightly. Ocd's (B)(4) has assessed this as a serious injury.

Manufacturer narrative:
Ocd performed a complaint review, batch record review, and equipment log review. There are no similar complaints against this lot. There were no nonconformances or issues associated with this lot.(B)(4).